Event description:
It was reported that the customer had high blood glucose levels of 520 mg/dl. The customer reported cracks on the front of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump was monitored for 48 hours with 2.0 basal rate. The selected basal was recorded properly on pump history; however, the pump was unable to verify pump history anomaly on carelink due to a47 alarm. A47 alarm due to corrupted history file. All operating currents were normal. No blank display, display anomaly or damage inside pump noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.